Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board. The instrument also showed an fl1 amp board error in the log file, fse only had one board on hand. The fl1 amp board was also a new board, fse removed and reseated the fl1 amp board and checked for calibration. No further issues were encountered while onsite. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier ¿ (B)(4).

Event description:
The customer reported fl2 amp board error on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.